Event description:
It was reported that a cartridge alarm 1 occurred during bolus deliveries. The customer's blood glucose level was 200 mg/dl. Customer cleared the alarm to address the issue; however a replacement pump was sent to the customer.

Manufacturer narrative:
The device has been received for evaluation. However; device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.